Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte monorail stent delivery system. There was dried blood in the guide wire lumen. Inspection of the device revealed two struts in the first two proximal rows of the stent were bent back distally. The shaft was damaged/torn .9 cm in length, 26.5 cm from the tip. The device presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. A non bsc guide catheter and guide wire were used to access the target vessel. A 2.25x12mm non bsc balloon was used to predilate the lesion. An unknown intravascular ultrasound catheter was advanced, but was unable to cross the lesion. It could only reach the proximal portion of the lesion. Then the 3.0x38mm taxus liberte stent was advanced, but it also could not cross. The stent was positioned proximal to the lesion. A non bsc guide wire was used along with a 2.25x12mm non bsc balloon which was inflated next to where the taxus liberte stent was positioned. Using a "slip through" technique, the non bsc balloon was inflated and advanced at the same time. The non bsc balloon developed a pinhole rupture, so it was exchanged to a 3.0x15mm non bsc balloon. The "slip through" technique was again performed, and the taxus liberte stent delivery system was then able to be advanced and positioned into the target lesion. An attempt was made to inflate the stent delivery system, but it could not be inflated. Nothing registered on the inflation device pressure gauge. While removing the device, it became stuck in the lesion and could not be advanced or withdrawn. The guide catheter was deep seated and then the device was able to be removed. Once removed, a pinhole rupture of the guidewire exit port was noted, along with distal edge stent damage. The procedure was completed with placement of a 2.75x38mm taxus liberte and 2.5x28mm taxus liberte stent in the rca along with inflation of a 2.5x10mm flextome balloon followed by intravascular ultrasound. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and stent damage occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. A non bsc guide catheter and guide wire were used to access the target vessel. A 2.25x12mm non bsc balloon was used to predilate the lesion. An unknown intravascular ultrasound catheter was advanced, but was unable to cross the lesion. It could only reach the proximal portion of the lesion. Then the 3.0x38mm taxus liberte stent was advanced, but it also could not cross. The stent was positioned proximal to the lesion. A non bsc guide wire was used along with a 2.25x12mm non bsc balloon which was inflated next to where the taxus liberte stent was positioned. Using a "slip through" technique, the non bsc balloon was inflated and advanced at the same time. The non bsc balloon developed a pinhole rupture, so it was exchanged to a 3.0x15mm non bsc balloon. The "slip through" technique was again performed, and the taxus liberte stent delivery system was then able to be advanced and positioned into the target lesion. An attempt was made to inflate the stent delivery system, but it could not be inflated. Nothing registered on the inflation device pressure gauge. While removing the device, it became stuck in the lesion and could not be advanced or withdrawn. The guide catheter was deep seated and then the device was able to be removed. Once removed, a pinhole rupture of the guidewire exit port was noted, along with distal edge stent damage. The procedure was completed with placement of a 2.75x38mm taxus liberte and 2.5x28mm taxus liberte stent in the rca along with inflation of a 2.5x10mm flextome balloon followed by intravascular ultrasound. No patient complications were reported and the patient's status is good.